Event description:
With available information, the file was reviewed and reassessed and it has been reported that the iol was exchanged from a non toric lens to a toric lens of same diopter indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Upon further review it was assessed that the initial decision to report was incorrect resulting in the initial report being submitted in error. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following intraocular lens (iol) implantation, the patient had anisometropia with residual myopia and astigmatism. The lens was removed and replaced with another monofocal lens in a secondary procedure. Additional information was received. The patient described vision as blurry and worsening. The iol exchange was done with a company lens in the right eye of patient. In the surgeon's opinion the quality issue with the iol contributed to the events.